Event description:
The issue was reported when a caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether the bg exceeded 500 mg/dl. The customer confirmed they did not reuse or overfill the cartridge and used room temperature insulin. Technical support instructed the caller to disconnect the tubing at the t:lock and replace it, then remain disconnected from their site to perform the fill tubing step again. The caller successfully saw drops of insulin after completing the process, and technical support assisted them in completing the load process and resuming insulin therapy.